Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The pacemaker was returned for analysis without telemetry due to the battery level having reached end of service. After replacing the battery, longevity assessment was performed revealing the implant duration exceeded the device's projected longevity and considered normal battery depletion.

Event description:
It was reported the patient presented in the intensive care unit (ICU). While performing a device check, the pacemaker failed to be interrogated. The pacemaker was explanted and replaced. The patient was in stable condition.